Event description:
Per clinical review: on (B)(6) 2021, the team had a problem with the heart lung machine (hlm) electronic patient gas system (epgs) where the fraction of inspired oxygen (fio2) fluctuated up and down during a cardiopulmonary bypass (cpb) procedure. The unit was not changed out and the surgery was completed successfully with no delay or blood loss, and no adverse event.

Manufacturer narrative:
The field service representative (fsr) was unable to duplicate the reported complaint. The manufacturer's technical support specialist assisted with reading the epgs log and determined from some error events in the log that the oxygen (o2) sensor should be replaced. The fsr replaced the o2 sensor and performed release testing. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the electronic patient gas system (epgs) fraction of inspired oxygen (fio2) level was fluctuating up and down. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. Per data log analysis: on (B)(6) 2021 at 07:59:14 am the gas system was successfully calibrated. At 09:31:16 am the gas system was successfully calibrated again. After this there were seven occurrences of 'oxygen (o2) sensor and blender disagree' blender setpoint = 77.4% and sensor measured 96.2%. This suggests that the fraction of inspired oxygen (fio2) value was fluctuating as reported. The log confirms the complaint. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) installed the oxygen (o2) sensor into lab use only (luo) testing equipment. The pst monitored the hose and hose fittings for leaks during testing of the o2 sensor with no observation of any leaks. The o2 sensor passed all testing with no observation of the fraction of inspired (fio2) fluctuating.